Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier will not close clips. It was not confirmed if fragments fell inside the patient. The customer did perform other post-operative tests after the procedure. The procedure was completed.